Manufacturer narrative:
The technician found that the bushings were worn inside the brake block. He replaced the worn bushings and the brakes functioned properly.

Event description:
Info rec'd indicates, when the brakes were set, the caster wheels would still roll.